Manufacturer narrative:
The complaint allegation was not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, revealing marks on the top panel of the housing. Regular signs of wear. The device was assembled with ar-6411 and ar-6421 pump tubing and tested under normal use conditions to reproduce the reported issue(s). The pump was connected to power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine the device ran for 45 minutes without issues and did not stop and/or work intermittently. No problem found. To test the outflow system, the device was assembled with an ar-6430. The lavage and rinse buttons were pressed to evaluate functionality, and no issues were noted. The device is working as intended. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. Clamping test: a clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicated that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation: with the pressure calibrator set at 100 and 200 mmhg, the pump pressure results were 46 and 91, respectively. These results indicated no problem with pressures. Device total used time information: 4 days, 12 hours, 10 minutes. No related problem was found. The device is working as designed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/27/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system worked intermittently; inflow on 30-35 setting part way through it would start the boost and pump. No patient was affected. This was discovered during a procedure, with no reported patient harm.